Event description:
Description of the defect, malfunction or error in use of the device: on july 31, 2024, customer service received a complaint from (B)(6) medical center regarding product cp588a-nor, size 3/0 pe grn suture, which was reported to have pledgets attached to the suture. Based on cp medical's bill of materials (bom), this product code does not require pledgets.